Event description:
The hospital reported that during a coronary artery bypass procedure, the tension spring on the hs iii proximal seal did not open symmetrically. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per out standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).